Manufacturer narrative:
"Filling tubing" of the pump user guide instructs the user to perform the fill tubing sequence before initiating insulin delivery. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm and 925mg/dl via bg meter finger stick. Elevated bg was addressed via a manual injection system check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, customer reported using the cartridge and insulin beyond label suggestion. Tandem technical supported educated customer that the pump user guide indicates humalog is indicated for 48 hours. Additionally, the customer applied infusion set and did not fill tubing prior to application. Tandem technical support educated the customer about proper technique for filling the tubing. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.